Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had generated a touch screen failure error code. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06nov2018. Date of manufacturer: 05nov2018. The customer replaced the touch frame and the issue was addressed. The ventilator was returned to use.